Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2020.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent an anterior abdominal wall abscess drained on (B)(6) 2016. It was reported that the patient underwent revision surgery on (B)(6) 2020 during which the surgeon noted she has had a mesh repair. It has failed. She has too numerous to count loops of bowel with mesh adherent to it. There is a significant amount of lysis of adhesions. There are no areas consistent with enterotomy. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.